Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service ctr, the quality tech reported that the braided ground shield of the drive motor cable assembly was broken at the frame ground connection. Since the event occurred during routine testing, there was no pt involvement during this event.